Event description:
It was reported that this enrhythm implantable pulse generator (ipg) reached recommended replacement time (rrt) after ~45 months of service life due to suspected premature battery depletion. The ipg switched to vvi and the patient suffered from acute angina pectoris symptoms. After reprogramming the device to dual chamber mode, the patient symptoms disappeared. Us FDA MDR: it was reported that the patient was admitted to the hospital due to symptoms of angina pectoris. During patient follow-up it was noted that the pacemaker had reached elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that the patient was admitted to the hospital due to symptoms of angina pectoris. During patient follow-up it was noted that the pacemaker had reached elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).